Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the foot pedal was out of adjustment that caused the switches to stay activated. Consequently, the pedal mechanism continuously sent the float command, preventing the locks from engaging. A second fe was dispatched to the site to repair the system.